Event description:
Caller alleged discrepant results with inratio versus lab. Inratio: 2.7, lab: 3.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009, inratio: 2.7, lab: 3.3, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Product deficiency could not be established. As of today, no product is expected to return. No further investigation will be required. This failure mode will continue to be monitored to determine if future corrective action is warranted. As of 04/23/2009, 8 discrepant results complaint was reported for lot # 080818 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.